Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was intermittent noise on the right ventricular (rv) lead connected to this pacemaker. Pacing impedances were also reportedly low out of range. The caller reportedly planned to program the pacemaker to atrial pacing and sensing only, as the patient does not pace in the rv. No adverse patient effects were reported. The pacemaker and rv lead remain implanted.